Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a clavicle orif, the evos 2.5mm x 3.5mm drill guide came apart while drilling into bone. The evos small 2.5mm drill w/ao qc short was also stuck in the guide. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection and functional evaluation revealed that the drill guide attachment (30 mm) is not fractured but is stuck on the drill bit. With the drill bit being stuck inside the drill guide attachment, the piece seemed to be unscrewed from the drill guide handle. All parts have been returned. The visual also revealed indications of wear and use. The device is not functional. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the drill guide, a review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the drill bit, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files for both devices revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. The drill guide is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The drill bit is a single use device; therefore, surgical technique, damage from misuse, rough handling and damage from prolonged use of the drill guide are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.